Event description:
During an atrial fibrillation surgery, when the atrial septal puncture was performed, it was found that the sheath tip was frayed and the needle tip was broken. Both devices were replaced and the surgery was completed with no adverse consequences to the patient.

Manufacturer narrative:
One brk transseptal needle was received for evaluation. The brk needle had been fractured and detached at its distal end. However, a photograph was provided for investigation which showed the needle bent near the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.